Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving effective therapy. Reprogramming was attempted with no success. In turn, surgical intervention may be planned to address the issue.

Manufacturer narrative:
No allegations were made against the lead as the ipg replacement restored therapy.

Event description:
Related manufacturer report number 1627487-2020-03527. Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring effective therapy. No allegations made against the lead.